Manufacturer narrative:
The foot switch was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. When connected to a known good system, the returned foot switch was found to be fully functional. The switch actuated whenever the pad was pressed. No problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was a setting in the surgeon profile within the software that allowed navigation to be started and stopped using the foot switch. It could either be set to navigate only while the foot switch was being pressed or allow the navigation to be toggled on and off by pressing the foot switch. It was suspected that someone had gone into the settings and changed it to navigate only while pressing the foot switch. The surgeon was not used to or familiar with this setting.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the site was having trouble with the footswitch and it stopping navigation. Technical services (ts) explained the footswitch behavior was likely the cause and to confirm. The procedure was completed using the navigation system and there was no reported delay to the case or impact to the patient. Medtronic received additional information that the system was responsive. The issue was due to a setting in the surgeon's profile.